Manufacturer narrative:
Received one used tego¿ connector, as received, there is visible damage to the top seal of the tego, as well as damage on the silicone seal near the locking posts. Complaint of high venous pressure can be confirmed. The probable cause of the damage to the silicone seal is due to variation on tego seal material which has a direct impact on functional performance of the tego connector with an additional contributing factor regarding uneven adhesive application. A device history lot # review could not be conducted because no lot number(s) was/were identified. Corrective actions are in process.

Event description:
The event involved an unspecified tego where it was originally reported during hemodialysis high venous pressure alarms were observed. There was patient involvement, unknown delay in therapy, and no one was harmed as a result of the reported event. The device was received for evaluation. Investigation was completed on 4/24/2025 where it was found the device had a seal tear which is a reportable malfunction.